Event description:
Information was received indicating that this ambulatory infusion pump was rebooting at start up. No adverse effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement. Investigation is also complete.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log did not show the device lost power on (B)(6) 2018. Service will re-download the software and install new batteries. Use testing was performed. The problem source is unknown.